Manufacturer narrative:
External insulation abrasion was noted at 11.6 cm-12.2 cm from the connector pin consistent with lead friction to device can. The etfe coating was intact. All other damages noted to the lead body were consistent with that occurring at time of explant.

Event description:
It was reported that when an asymptomatic patient presented in the clinic for a follow up visit, lead noise was observed on the rv lead. Lead was explanted and a new lead was implanted. Patient was stable during and post procedure.